Event description:
During the process of contacting the patient to inform pt that their device may be nearing end of service, it was discovered that their device had been explanted in 1999, approximately 6 months post-implant due to an increase in seizures. Manufacturer's records indicated that the device had been epxlanted in 1999 due to intolerable stimulation. Prior to the explant, the device was programmed to the lower (tolerable) settings but the patient did not receive efficacy at these settings. The device was returned and analyzed. Product analysis concluded that the device was operating within specification. No anomalies were detected or identified that would have an adverse effect on device performance. Attempts to obtain additional information have been unsuccessful to date.